Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
You have to put the syringe or IV line at the exact right angle for these to work. Sometimes the IV pump beeps saying connection error and it¿s because it¿s not put in the right way. Slightly time consuming and a little aggravating. Also, if you disconnect the IV lining sometimes it sprays back at you.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of connection issues could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
No additional information provided.